Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study which was suspected to be due to the recorder turning off. The patient returned the recorder with the study downloaded which was only 4 hours. They confirmed that the capsule did reach the colon but was concerned that the capsule may have "popped back out," so they performed an x ray, but did not have the results. There was no reported patient outcome.

Manufacturer narrative:
Additional information: (serial#), evaluation summary: this report is based on information provided by medtronic investigation personnel. The device was received for evaluation. A review of the lot number reported indicates that this product was manufactured as non-sterile. Non-sterile product carries only a manufacturing date and not an expiration date. The returned sample did not meet specification as received by medtronic. The visual inspection found no notable conditions. The customer reported they had a short study which was suspected to be due to the recorder turning off. The reported condition was confirmed. The "power on" without "power off" before it uniquely indicates that the recorder was in the state of "hang-up", this was cause for the reported problem. Presumably the impact of static electricity (esd) has led to the hang up of the device and the reported problem of the customer. The investigation identified the cause of the reported event to be suspected esd. This issue has been addressed. A review of the DHR indicating that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study which was suspected to be due to the recorder turning off. The patient returned the recorder with the study downloaded which was only 4 hours. They confirmed that the capsule did reach the colon but was concerned that the capsule may have "popped back out," so they performed an x ray, but did not have the results. After the study was reviewed, it was determined that there was only 04:14:14 of recording. It appeared that even though the study was "short," the capsule did pass through the small bowel and reached the cecum. It was also confirmed that the recorder malfunctioned during the study as it powered itself off several times and eventually at the very end of the study. There was no reported patient outcome.